Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) failed to change color. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared per instructions for use (IFU) with no visible damage prior to use. There was no difficulty connecting the device to a non-cordis sheath introducer (si). The indicator wire cowling locked with an audible click, and pulsatile flow was observed from the bleed-back indicator. The device and non-cordis sheath were retracted together until bleed back slowed or stopped. The indicator did not display black-black or red during retraction. The physician¿s thumb was not placed on the plug deployment button during retraction. The indicator wire loop was visible upon removal with no abnormalities. The device was not deployed outside the body. Angiography confirmed vessel suitability, appropriate insertion angle, and vessel diameter = 5 mm, with no calcification, tortuosity, stent presence, or significant stenosis at the puncture site. There was no prior closure within 30 days and no pre-existing access site complications (pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm). The procedure was interventional and performed using a retrograde approach. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.